Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to severe glare and halos. A monofocal lens was used for the replacement lens. There was no incision enlargement nor vitrectomy required. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
Additional info: device available for evaluation - yes, returned to manufacturer on: 11/13/2014. Device evaluation - the device was returned and visually evaluated. Visual evaluation with the unaided eye found the sample was received in a zip lock bag. The intraocular lens is cut up in pieces. Visual inspection using a microscope at 12x magnification shows the pieces can be identified as a tecnis multifocal acrylic 1-piece intraocular lens. The lens pieces are contaminated, dust particles are present. This is expected as the pieces were transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Visual inspection of the return sample shows the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. A review of the manufacturing records was conducted. There were no non- conformances with respect to the final product release process. The order number of this lens was produced under deviation (B)(4). The purpose of the deviation was to replace the rotating carrousel by a sliding carrousel. The deviation shows the sliding carrousel performs equally to the rotating carrousel without adverse effects. The deviation has no impact on product quality. Also there is no relation between the deviation and the complaint type. The change has no impact on product quality. There were no process and / or material changes within this order number. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.